Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v680690, implanted: (B)(6) 2011, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# v626366, implanted: (B)(6) 2011, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# va0lln7, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va0k84f, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient was having excellent benefit as far as their tremor was concerned. It had appeared that the contact that the patient was programmed to on the right side, 8-11 was shorted or at least was very low. Patient¿s settings on the left were 3+1-, 3.9v, 90usec, 230 hz and 1500 ohms. On the right they were 11+8-, 3.9v, 90usec, 230hz and 125 ohms. Electrode impedances were c/0-1729, c/1-986, c/2-1549, c/3-992, 0/1-1855, 0/2-2808, 0/3-2237, 1/2-1806, 1/3-1500, 2/3-1711, c/8-1380, c/9-2583, c/10-2962, c/11-1392, 8/9-2889, 8/10-3932, 8/11-125, 9/10-5289, 9/11-2913, 10/11-3910. No intervention or outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.